Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. A review of logfile showed that the problem with flexvision pc. Upon functional testing fse found that there was a software error and flexvision pc was defective. Fse replaced the flexvision pc and installed the software. After replacement of flexvision pc, the system was retuned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system did not boot up successfully as the start-up countdown got stuck at 00:00. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and replaced the flexvision pc which returned the device to expected functionality.